Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 a patient (pt) called our affiliate in (B)(6) on (B)(6) 2016 a patient (pt) called our affiliate in (B)(6) to report that he/she experienced redness, stinging, and discomfort od after ten days of wearing the acuvue oasys brand contact lens. The pt reported that he/she removed the suspect lens immediately. The pt reported that he/she "was losing his/her vision and the eye was red upon removal." The pt also reported that he/she went to the emergency room and the pt reported that the eye care provider (ecp) told the pt that "e lens scratched his/her cornea." The pt reported that he/she was given a prescription for hyabak 0.15%, zymarxd every six hours for ten days, and tobrex every hour for one week. The pt also reported that the ecp told him/her not to wear lenses for one month. The pt reported that he/she uses opti-free multi-purpose solution to disinfect the lenses. The pt also reported that he/she has a daily wear schedule with monthly replacement of the lenses. The pt reported that the od is now fine. On (B)(6) 2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that the first appointment was on (B)(6) 2014 and was diagnosed with "corneal lesion od." The pt also reported that he/she had a follow-up appointment on (B)(6) 2014 and reported that the ecp told the pt that the "treatment was working." The pt reported that he/she "felt burning and had redness to eye." The pt reported that he/she has returned to contact lens wear. A call was placed to the pts treating ecp for additional information, but no additional information has been obtained. The event date is reported as (B)(6) 2014. No additional medical information was received. No additional medical information is expected. This event is being reported as an od worst case event. The pt reported that the lot number unknown and the suspect product has been discarded and is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.